Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 400 mg/dl and dehydration. The customer experienced vomiting and nausea for several days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer also reported leaks coming from the tubing. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.